Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a history of potential loss of capture (loc) and high capture thresholds. The device remains in service. No adverse patient effects were reported.